Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).. Foreign : (B)(6). Customer has indicated that the product will be returned for investigation and repair. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not cut and remove the skin. There was no patient harm or delay reported. The event occurred prior to surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2018, it was reported that the device did not cut and remove the skin. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was returned for repair with no reason given and the bearings, spring seal, motor, seal/strain relief, plug harness assembly, lever die cast aluminum, ball plunger, reciprocating arm, switch, machined head, set screws, spring pin, adjustment cam, thickness control shaft, fine adjustment cam, and control bar were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor did not run and the control bar was in the correct position. The motor and power cord were both corroded and the reciprocating arm was worn. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on (B)(6) 2018 which included replacement of the bearings, spring seal, motor, plug harness assembly, seal/strain relief, reciprocating arm, thickness control shaft, and fine adjustment cams. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the motor did not run. The motor and power cord were both corroded. The device was outside calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor did not run. The motor and power cord were both corroded. The device was outside calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.